Event description:
It was reported that error e433 occurred on the generator. This occurred during inspection for use. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the vibration plate is damaged and there were soldering marks on the high voltage power supply. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.